Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cable fractured close to the stopper end. All pieces were returned. The device was manufactured in 2019. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include over stressing or damaging the device during use.

Event description:
It was reported that the cable broke during surgery. There was no delay nor injury reported. The device broke inside the patient but no pieces fell inside the incision. A backup device was used to complete the surgery. The surgery was successfully completed.